Event description:
It was reported that the patient had a possible infection at the spinal incision. The health care provider (hcp) stated that the pocket incision looked "great" and put the patient on antibiotic treatment. The patient's symptoms included drainage and incisional wound opening. There was no patient injury. Additional information received on (B)(6) 2012 reported that at the one week follow-up, the hcp said the infection looked "way better." No device removal was planned and the stimulation was working "great."

Manufacturer narrative:
Product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 3776-60 lot# serial# (B)(4), implanted: 2012 (B)(6), product type lead product ID, 37754 lot# serial# (B)(4), product type recharger product ID, 37746 lot# serial# (B)(4), product type programmer, patient product ID, 3550-39 lot# n310196, implanted: 2012 (B)(6), product type accessory. (B)(4).